Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)) and two (2) ba tteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the event log file associated with (B)(6) revealed multiple controller power-up events logged on 02/apr/2023 since 18:44:04, indicating losses of power to the controller. No anomalies were recorded leading up to the first loss of power. The data point recorded in the controller's internal logs prior to the first loss of power revealed that revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 52% rsoc. The event log file also revealed that during attempted pump start events, several controller reset events were logged between 18:44:24 and 19:01:00. Following the controller reset events, log files revealed instances that only one (1) power source was connected to the controller during the attempted pump start events. Analysis of the data log file revealed that during the attempted pump start events, safety alert word (saw) values were recorded on (B)(6), indicating an overcurrent alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the batteries. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. Analysis of the alarm log file revealed also revealed two (2) vad stopped alarms and four (4) vad disconnect alarms were logged on 02/apr/2023. The first vad stopped alarm was logged at 18:48:11 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by vad disconnect alarms indicating physical disconnections of the driveline from the controller and then an additional vad stopped alarm due to a failure of the pump to restart after multiple attempts, likely due to the reported controller exchange and troubleshooting. Log file analysis associated with (B)(6) revealed two (2) controller power up events logged on 02/apr/2023 at 18:57:53 and 19:00:16. The controller power up events were followed by subsequent vad disconnect alarms logged at 18:57:59 and 19:00:26 indicating that the controller was being powered up without the driveline connected, likely during troubleshooting in preparation prior to the controller exchange. The vad disconnect alarm cleared at 19:00:29 indicating the driveline was connected and the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) then revealed three (3) vad stopped alarms and two (2) additional vad disconnect alarms were logged on 02/apr/2023. The first vad stopped alarm was logged at 19:00:50 due to a failure of the pump to restart after several attempts. The event log file also revealed that during attempted pump start events, several controller reset events were logged between 19:06:15 and 19:08:25. Following the controller reset events, log files revealed instances that only one (1) power source was connected to the controller during the attempted pump start events. Analysis of the data log file revealed that during the attempted pump start events, saw values were recorded on (B)(6), indicating an overcurrent alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the batteries. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. These were followed by additional controller power up events, vad disconnect alarms indicating physical disconnections of the driveline from the controller, and additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, likely due to troubleshooting. As a result, the reported vad stop, failure to restart, and controller power up events was confirmed. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00609659 is investigating controller resets during pump start. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #:1420 / expiration date: 28-feb-2022 / serial or lot#: (B)(6), d9: yes, return date: 10-apr-2023 h3: yes dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:1420 / catalog #:1420 / expiration date: 30-apr-2022 / serial or lot#: (B)(6), d9: yes, return date: 10-apr-2023 h3: yes dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #:1650 / expiration date: 31-aug-2021 / serial or lot#: (B)(6), d9: yes, return date: 10-apr-2023 h3: yes dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #:1650 / expiration date: 31-apr-2022 / serial or lot#: (B)(6), d9: yes, return date: 10-apr-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional product: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420/ catalog #:1420 / expiration date: 28-feb-2022 / lot#: con415441, UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun d9: no. H4: mfg date: 04-feb-2021. H5: no. H6: patient ime code(s): e2402, e060110, e0109, e230101, e2321, h6: imf code(s): f08, f02, f23 h6:FDA device code(s): a0708, a141204 h6: img code(s): g04035 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:1420 / catalog #:1420 / expiration date: 30-apr-2022 / lot#: con416135, UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun. D9: no. H4: mfg date: 01-apr-2021. H5: no. H6: patient ime code(s): e2402, e060110, e0109, e230101, e2321, h6: imf code(s): f08, f02, f23 h6:FDA device code(s): a0708, a141204 h6: img code(s): g04035 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650/ catalog #:1650 / expiration date: 31-aug-2021 / lot#: bat903250, UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun. D9: no. H4: mfg date: 12-aug-2020. H5: no. H6: patient ime code(s): e2402, e060110, e0109, e230101, e2321, h6: imf code(s): f08, f02, f23 h6:FDA device code(s): a0705 h6: img code(s): g02002 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #:1650 / expiration date: 31-apr-2022 / lot#: bat936170, UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 30-apr-2021 h5: no h6: patient ime code(s): e2402, e060110, e0109, e230101, e2321, h6: imf code(s): f08, f02, f23 h6:FDA device code(s): a0705 h6: img code(s): g02002 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fever of 104 degrees and went to the emergency room where their heart rate started to slow down, their eyes rolled back in their head, they started to seize and a ventricular assist device (vad) stop alarm occurred. It was also reported that the controller had a "large amount of controller power ups without motor starts" while connected to two batteries for the majority of the time. The controller was exchanged and the second controller did not restart the vad. It was noted that the patient had a "non-compliance history" where they self dosed anticoagulants and they skipped dialysis. The vad was turned off and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient went into ventricular fibrillation and with their blood pressure in the 30s and they were taken off support. The patient subsequently expired.